Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: four photos and one physical sample were provided to our quality team for investigation. Upon visual inspection of the sample, it was observed that the drainage line was disconnected from the bottle therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001322058 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that the connection was not held for the appropriate amount of time after applying the adhesive onto the drainage line. Additionally, we identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel not following procedure and manufacturing equipment. Manufacturing personnel have been notified of this incident and additional training was provided. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer narrative.

Event description:
Patient has pleurx pleural catheter inserted at angio dept on (B)(6) 2021. Was sent back to ward 58 for observation . Patient started pleurx drainage on (B)(6) and about 1000ml was drained from patient . On (B)(6) about 2.30pm patient used another pleurx bottle for drainage . Bottle was connected properly and fluid was drained from patient as per the 1st drainage . The flow was controlled and the fluid was run more slowly with the roller clamp about mid way , to control the fluid flow . After about half an hour , patient found that the fluid was not draining well and also the drainage line was clear. Patient observe some ¿pinkish¿ drops on the flange of the bottle cap . The nurse was called to find out why the fluid was not running into the bottle . Nurse checked the line connected from pleurx catheter and did not find any leak but they also found drops on the flange of the bottle cap . So they check the connection to this flange and the tube was easily disconnected from the flange . However before this , they already clamp the drainage line . So they reported this to dr kee and they also disconnected the bottle . Patient was then sent to x ray dept for a chest x ray . And then patient was sent back to ward . Nurse called me to inform about the disconnected line and also to bring down more bottles . Patient was feeling uncomfortable as he still has quite a lot of fluid in his lungs. So another pleurx bottle was opened to drain the balance fluid . When I reached nuh at about 4.45 pm , patient just completed the drainage procedure . This drainage procedure was completed successfully without incidence . Collected the drainage line and broke the cap from the bottle in order to send these 2 items for investigation .

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Patient has pleurx pleural catheter inserted at angio dept on (B)(6) 2021. Was sent back to ward 58 for observation . Patient started pleurx drainage on (B)(6) 2021 and about 1000ml was drained from patient . On (B)(6) 2021 about 2.30pm patient used another pleurx bottle for drainage . Bottle was connected properly and fluid was drained from patient as per the 1st drainage . The flow was controlled and the fluid was run more slowly with the roller clamp about mid way , to control the fluid flow . After about half an hour , patient found that the fluid was not draining well and also the drainage line was clear. Patient observe some ¿pinkish¿ drops on the flange of the bottle cap . The nurse was called to find out why the fluid was not running into the bottle . Nurse checked the line connected from pleurx catheter and did not find any leak but they also found drops on the flange of the bottle cap . So they check the connection to this flange and the tube was easily disconnected from the flange . However before this , they already clamp the drainage line . So they reported this to dr kee and they also disconnected the bottle . Patient was then sent to x ray dept for a chest x ray . And then patient was sent back to ward . Nurse called me to inform about the disconnected line and also to bring down more bottles . Patient was feeling uncomfortable as he still has quite a lot of fluid in his lungs. So another pleurx bottle was opened to drain the balance fluid . When I reached nuh at about 4.45 pm , patient just completed the drainage procedure . This drainage procedure was completed successfully without incidence . Collected the drainage line and broke the cap from the bottle in order to send these 2 items for investigation .